Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 247 mg/dl. Customer was hospitalized due to ketones. Customer or caregiver was not able to changed site and was not able to control blood glucose. Customer was wearing insulin pump at the time of hospitalization. Customer will be hooked back up to insulin pump and be monitored.